Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer decided to proceed with the repair with parts not available for end of life system. This call is closed.

Event description:
The customer reported that the unit does not boot-up displaying an error, however both screens and the x-ray indication light are flashing. The problem occurred in preparation for procedure. An alternative unit was used to complete the procedure.